Event description:
Pt was implanted with acromed internal fixation in 1991. The products used in surgery have not been explanted. Pt reported that one of his screws broke within one year of surgery. His dr told him of the screw breakage at that time. Dr told pt that he did not expect the breakage to cause pt any problems. Pt continues to have back pain and is concerned that his other screws may break.